Manufacturer narrative:
(B)(6). Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that while using a 21 g x 1.25 in. Bd eclipse¿ blood collection needle with luer adapter, the pink safety shield detached from the device and a clinician obtained a contaminated needle stick injury. It was also reported that the source patient was not positive for any communicable diseases and no medical interventions were provided to the clinician for this incident.